Event description:
It was reported during a post operative check that the right ventricular lead had capture and sensing issues due to positioning difficulties. When the physician went back in to reposition the lead, the helix would not retract. The lead was removed and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and primary analysis revealed that the distal conductor was distorted. There was blood/body fluid on all conductors, including the distal conductor (not obstructed). The inner insulation was kinked/buckled. The outer insulation was breached cut and the lead was stretched. There was blood present in/on the helix/lobe mechanism. Visual analysis revealed apparent explant damage.